Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable information becomes available. (B)(4).

Event description:
An administrative assistant reported the light source shut off during two vitrectomy procedures. The customer waited 15-20 minutes so that it could "cool down" then powered it on again. The system then worked but switched off again multiple times with two physicians. Both procedures were completed using another source for the illumination. There was no harm to either patient and no procedures were canceled.